Manufacturer narrative:
Date of event: exact date unknown, event occured around 2017 or 2018. Implant date: explant date: 2017 or 2018.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.